Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for stent dislodgements from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during removal of the yellow protective sheath, the 3.25 x 23 mm xience xpedition stent dislodged. There was no reported difficulty removing the sheath. The device was not used and there was no patient involvement. A second xience xpedition was then used without difficulty. No additional information was provided.